Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump did not deliver all of the programmed medication and almost half of the bag was still left. There was a delay in the infusion therapy. There was patient involvement and no patient harm/adverse event was reported.